Event description:
It was reported by getinge fse during preventive maintenance that the cardiosave intra-aortic balloon pump (iabp) unit failed the fill manifold test. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) reported that the fill manifold was faulty and replaced the defective part. The unit passed all functional and safety tests then returned unit back to customer. The failure analysis and testing dept. Received part with a reported unit failure of the fill manifold test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Confirmed the all manifold test fails. Fill manifold valve differential pressure is at 20 mmhg. Possible cause is component reliability. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.